Event description:
The customer called in for help with his meter. While troubleshooting, he rec'd a normal control test result of 144 mg/dl. The normal control range is 71-102 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.